Event description:
Our sales rep reported that the jaw of an expressew iii suture passer without hook broke off in the patient during a rotator cuff repair procedure. The surgeon removed the broken piece of the device from the patient and used a 2nd like device to continue. The 2nd like device would not clamp down on the tissue completely, and the surgeon switched to a 3rd like device to complete the procedure with no reported adverse patient consequences. The sales rep stated that the procedure was extended 5 minutes due to the problems with the two complaint devices. The complaint devices are being returned to mitek for evaluation and root cause analysis.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that lower jaw in completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that the jaw of an expressew iii suture passer without hook broke off in the patient during a rotator cuff repair procedure. The surgeon removed the broken piece of the device from the patient and used a 2nd like device to continue. The 2nd like device would not clamp down on the tissue completely, and the surgeon switched to a 3rd like device to complete the procedure with no reported adverse patient consequences. The sales rep stated that the procedure was extended 5 minutes due to the problems with the two complaint devices. The complaint devices are being returned to mitek for evaluation and root cause analysis.

Manufacturer narrative:
The complaint device will reportedly be forwarded to depuy mitek for evaluation and root cause analysis, however, is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if the device is received, an evaluation will be performed and it will be reflected in a follow-up medwatch report. Device eval: in transit.